Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient to be able to feel the device working at a certain time every night for approximately four minutes and that the device also vibrates in the stomach. The patient also reported that device programming was completed a while ago and was told that the vibration should subside. It was also reported the patient later developed diaphragmatic stimulation from the atrial lead. Programming was done within safety margin and the atrial lead remains in use. The device remains in use. No patient complications have been reported as a result of this event.